Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-05. Investigation summary: one phaseal injector connected to a protector + vial received, upon observation the blue grips from the safety sleeve were removed from their place, being the injector activated and therefore, the needle exposed, most probably caused by a misuse of the device by the user during the connection/disconnection of the phaseal device against the matting component. One of the grips from the safety sleeve was damaged. Another one was missing due to damage observed. After needle on n35 was re-sleeved, the injector was connected to a protector, the n35 successfully connected and disconnected from protector. No defects found on the needle or membrane from injector n35 after a visual inspection. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. The breakage of the safety sleeve occurs when the injector is not properly disengaged. It is important to hold onto the white part of the injector before engaging/disengaging. Do no touch the blue part; if grips of the safety sleeve are removed from their place, the injector is activated causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced exposed needle during disengagement. The following information was provided by the initial reporter: when the hcp removed the injector from the protector, the needle of the injector was exposed. When disengaging the injector, the hcp did not feel any resistance with the injector easily removed. Before attaching the injector to the protector, the hcp used this injector to aspirate the dissolution solution. In doing this operation, the hcp felt nothing abnormal upon both engagement and disengagement. The drug used is fluorouracil.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced exposed needle during disengagement. The following information was provided by the initial reporter: when the hcp removed the injector from the protector, the needle of the injector was exposed. When disengaging the injector, the hcp did not feel any resistance with the injector easily removed. Before attaching the injector to the protector, the hcp used this injector to aspirate the dissolution solution. In doing this operation, the hcp felt nothing abnormal upon both engagement and disengagement. The drug used is fluorouracil.